Event description:
It was reported that this device battery had allegedly prematurely depleted. Boston scientific technical services was contacted for analysis, however the data provided by the field was unable to be opened. After further investigation, the specific device information was provided. It was stated that the physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this device battery had allegedly prematurely depleted. Boston scientific technical services was contacted for analysis, however the data provided by the field was unable to be opened. Additional information was requested from the field regarding the specific device details and resolution, but has not yet been received. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.